Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier and maximum dose rate was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9600 system had a physicist discrepancy of high dose rate. No patient injury was reported.